Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker's setscrew could not be tightened. The pacemaker was not used, and a new pacemaker was used. The patient was discharged with no adverse consequences reported.